Event description:
It was reported that a lead safety switch (lss) had been triggered due to bipolar atrial pacing impedance measurements greater than 3000 ohms. Additionally, capture could not be confirmed despite maximum device outputs. The lead remains programmed to unipolar configuration due to stable measurements. An x-ray was performed; however, the results were not provided to the local area boston scientific sales representative. A lead fracture is suspected and lead replacement is expected. The lead remains in service and this time and no adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. Should additional details become available, this report will be updated.